Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side "capsular contractures,¿ baker grade unknown, ¿some achy stabbing pains on the left, but not as much on the left¿,"tingling of the breast and pressure" , numbness¿, ¿swollen tissue¿ and ¿breast pain.¿ patient additionally stated that they were "getting them explanted because they were not risking the possibility of getting a rare lymphoma.¿. Device was explanted.